Event description:
It was reported that this right ventricular (rv) lead has perforated the heart wall of this patient. It was confirmed that the lead exhibited loss of capture (loc) at max output. The lead was successfully revised and repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has perforated the heart wall of this patient. It was confirmed that the lead exhibited loss of capture (loc). The lead was successfully revised and repositioned. No additional adverse patient effects were reported.